Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn # (B)(4) has been completed. The reported problem (wrench code 6 - response buttons stuck) has been confirmed. Upon eval, a syrup-type substance was found on the ca board and on the white wires of the auxiliary pca board. Corrosion was also found on the aux pca board. The cause of the wrench code 6 is contamination to the ca board and the aux pca board. The root cause of the contamination cannot be positively identified but is likely ingress of an unk substance. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor was alarming with a wrench code 6 - response buttons stuck. The pt was issued a replacement monitor.